Event description:
Reason for revision: implant had worn free from metal back, by impingement from tissue.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device by depuy cpd finds a slight diagonal wear pattern is noted on the articular surface of the patella. Some tissue is visible in the curved rotational groove that allows the patella to rotate through a specific radius. This original groove is extended beyond its original dimension by a wear pattern which follows the same radius. This suggests that the poly component jumped past the anti-rotation pin on the metal backing and created this wear groove, eventually causing the poly component to disassociate from the metal back. (B)(4) reports impingement from tissue which may have caused the poly component to rotate past the anti-rotation pin. However, the cause of the complaint cannot be definitively determined. A photo of the explanted patella was provided, but only shows the articular surface side. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. It should be noted, the patient was reportedly very active. It is stated in the essential product info warnings and precautions that high levels of patient activity tend to adversely affect knee replacement implants. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.